Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 267 mg/dl and 123 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
This is a spontaneous report by a nurse from the USA regarding a (B)(6) female homechoice peritoneal dialysis patient. During a call with baxter customer services, the reporting nurse stated that on an unreported date, the patient developed peritonitis. Treatment information was not provided. It was not reported whether peritoneal dialysis therapy was ongoing. It was not reported whether the peritonitis resolved. The patient's medical history and concomitant medications were not reported. The nurse believed the peritonitis was not related to peritoneal dialysis therapy.